Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. Customer was experiencing high blood glucose of 448 mg/dl. Customer was treated with manual injection. During troubleshooting; the customer removed the infusion set and found that the cannula was bent. It was also reported that the insulin pump has a crack on the reservoir window. They noticed the damage about a month ago but the crack started getting bigger. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.